Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a power on reset (por) message. It was noted they had an ablation on their lower back in the beginning of june which could have been related to the issue. Troubleshooting could not be done. The patient stated that something wasn¿t working correctly; they were going frequently and had a lot of leakage which started about a month prior to the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the message was never resolved as they could not find anyone to check the device. It was reported that when the patient returns home in september, they would see their doctor and manufacturer affiliate. Meanwhile it was not working at all.